Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via lp-shunt (doi and initial setting were unknown). It was reported that the pressure setting was not able to be changed. Also, the surgeon confirmed that the csf was not flowing to abdominal side when the surgeon conducted a contrast examination for shunt flow under x-ray on mid (B)(6) 2017. Therefore, a revision surgery is scheduled on (B)(6) 2017. The sales force scheduled an interview the surgeon on the next day of the revision surgery and will collect more detail. The patient is female, and her condition is under monitoring. No further information was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; needle holes in the needle chamber were noted. The position of the cam when valve was received was 70 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle hole over the needle guard. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The siphon guard passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot cvgb8g, conformed to the specifications when released to stock on the 23rd june 2016. No root cause could be determined, as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.